Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a 3 mm longitudinal tear in the balloon, approximately 5.5 mm from the balloon's proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. However, two balloon loss of pressure events were reported to have occurred in the same patient, which suggested that the patient anatomy (such as the presence of clinically significant peripheral vascular disease) and/or other procedural devices (such as a damaged procedural sheath) may have contacted the balloons, potentially contributing to a tear in both balloons. The review of the lhr (f1519201) indicated that the device lot met all established performance criteria prior to shipment. See medwatch form #s 3004939290-2015-00452 & 3004939290-2015-00455.

Event description:
A cardinal health representative reported that the following information was reported to her on (B)(6) 2015: a patient had a pseudoaneurysm based on the mynxgrip vascular closure device not working properly. The patient underwent an interventional peripheral procedure on (B)(6) 2015. Following the procedure, a mynxgrip vascular closure device was being used for closure of the patient's left groin. The balloon lost pressure, therefore, the device was removed and a second mynxgrip vascular closure device was used. The second device also lost pressure. They pulled out the second device and held pressure for less than 10 minutes. An ultrasound was performed on (B)(6) 2015 which confirmed that the pseudoaneurysm had resolved on its own. The patient was not hospitalized. Vessel type: arterial sheath size: 6f.